Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when the new pain occurred, the patient experiencing heat sensation/shock, and changing the waa parameters intentionally or unintentionally have been ruled out as potential causes. Potential causes of pain are patient contraindicating conditions, improper placement during surgery, incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside the target nerve, migration, and interference from a non-curonix device. Potential causes of migration are inadequate fixation, severe force applied to implant , excessive twisting or stretching, off-label use, patient contraindicating conditions, and the patient going through an MRI. Migration was confirmed and the patient did not want a revision procedure and is not wearing the device. The stimulator is used to treat pain. The cause of the new pain is due to migration. However, the cause of the migration is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported migration and new pain in their left hip. The patient has not worn the device for over a year. The patient will follow up with their physician.

Event description:
The patient reported migration and new pain in their left hip. The patient has not worn the device for over a year. The patient will follow up with their physician.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when the new pain occurred, the patient experiencing heat sensation/shock, and changing the waa parameters intentionally or unintentionally have been ruled out as potential causes. Potential causes of pain are patient contraindicating conditions, improper placement during surgery, incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside the target nerve, migration, and interference from a non-curonix device. Potential causes of migration are inadequate fixation, severe force applied to implant , excessive twisting or stretching, off-label use, patient contraindicating conditions, and the patient going through an MRI. Migration was confirmed and the patient did not want a revision procedure and is not wearing the device. The stimulator is used to treat pain. The cause of the new pain is due to migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.